Event description:
The rptr said the nurses have complained that the electrodes do not seem to adhere as well as the previous style electrodes they were using. The rptr said this was especially true with pts that were sweaty or had a lot of chest hair. There have been no adverse affects reported as a result of the alleged complaint.